Event description:
It was reported that the fowler o2 holder are leaving brown rings on their oxygen tanks. There was no pt involvement or adverse consequences.

Manufacturer narrative:
MFR's investigation is still ongoing; when add'l info is received, a f/u report will be submitted.